Event description:
Prosthesis was found to have head and shaft separation four-plus months after implantation.

Manufacturer narrative:
The correct date of the initial report should have been 5/29/97.